Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection was performed. The damaged battery was identified during the visual inspection. The cause of the condition could not be determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, a flogard infusion pump was found with a damaged battery. There was no report of patient involvement. No additional information is available.